Event description:
It was reported that the patient experienced bleeding from the access site. After a pulse field ablation (pfa) procedure using a faradrive sheath and prior to patient discharge bleeding occurred at the access site due to suture removal. The patient stayed overnight at the hospital for observation. It is unknown if any medical intervention took place. The patient's current condition is unknown. It is unknown if the device will be returned for analysis. It was further reported that manual pressure was applied to the patient for about 30-45 minutes which achieved hemostasis, then bedrest was continued for an additional hour. The patient was doing well until ambulation when the bleeding began again, which was when the patient was admitted for overnight observation. The patient was discharged in stable condition. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Additional information was added to blocks a2, b5, d4, h11.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced bleeding from the access site. After a pulse field ablation (pfa) procedure using a faradrive sheath and prior to patient discharge bleeding occurred at the access site due to suture removal. The patient stayed overnight at the hospital for observation. It is unknown if any medical intervention took place. The patient's current condition is unknown. It is unknown if the device will be returned for analysis.